Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by aci sales representative that a (B)(6) year old female patient underwent an interventional peripheral procedure on (B)(6) 2014. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the balloon ruptured during pullback and 20 minutes of manual compression was applied. The patient was not hospitalized.